Event description:
It was reported that the device exhibited a "cassette disconnected" alarm even when it was not. It was further reported that device's alarm was triggered and afterwards it displayed only the "cassette disconnected" error when attaching the cassette and adding the drug, but before being put to use, during set up. The therapy delay was around one hour, but it meant nothing serious. There was no patient involvement. There was no harm caused by the issue. There was no medical intervention needed.

Manufacturer narrative:
One device was received for evaluation. The service history review identified that the previous repair was not related to the current reported issue. The device had a malfunctioned downstream occlusion (dso) sensor button. The event history log identified few ¿no disposable¿ alarms and therefore the customer reported issue was confirmed. The root cause of the reported issue could not be determined. The dso sensor was replaced as a preventative measure.